Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that they were able to rewind and clear the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 25 found on (B)(4) 2021. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed pump error 25 was found on (B)(4) 2021 at 17:00, 4:00 and 4:10. The power management graph confirmed pump error 25 were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked keypad overlay, serial label damage and minor scratches on lcd window. In summary, customers alleged pump error 25 was confirmed through the pump history as well as the power management graph due to resistance issue with j6/pcba 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.